Event description:
It was reported PICC placed at ruh on 9th september. Split is external this time¿right where the catheter portion meets the wings. Was removed today as oncology reported leakage at site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.